Manufacturer narrative:
510k: this report is for an unknown t-handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. X-ray review: narrative (screw breakage/embedded device) could be verified from provided x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an implant removal surgery on an unknown date, an unknown locking compression screw was difficult to remove. The reason for implant removal was due to a healed fracture. The patient was initially implanted with the femoral neck system (fns) due to a femoral head fracture on an unknown date. The surgeon had difficulty in removing the locking compression screw. It was not possible to unlock the screw with a screwdriver. The surgeon then took an implant drill and drilled the head of the screw away. The body of the screw remained in the bone. It was further reported that the screwdriver broke and a t-handle was destroyed during the removal attempt of the locking screw. The procedure was successfully completed with a surgical delay of 20 minutes. There was no adverse consequence to the patient. Patient¿s fracture healed excellently, and the patient no longer has pain. Concomitant devices: fns bolt (part: unknown, lot: unknown, quantity: 1), antirotation screw (part: unknown, lot: unknown, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown t-handle. This is report 4 of 4 for (B)(4).